Event description:
It was reported that during the procedure, the laser started emitting smoke while in the stone dusting setting, and the smoke appeared to originate directly from the laser unit.

Manufacturer narrative:
The exact event date is unknown. The provided event date 08/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 08/01/2025. The console was serviced by the field service engineer (fse) at the customer's site. The fse booted up the system and no errors were observed. Covers, laser deck, fiber port, fuse, front charger section and isolation were inspected and there were no observations of smoke residue. The fse found a pit on the second relay optic on channel 3 and aligned all channels for center near/far. Energy was over specifications for selected values. Calibration was performed to bring energy within specifications, and coolant was filled. The console's functionality was restored. Based on the analysis results, the reported event could not be confirmed.

Event description:
It was reported that during the procedure, the laser started emitting smoke while in the stone dusting setting, and the smoke appeared to originate directly from the laser unit.

Manufacturer narrative:
The exact event date is unknown. The provided event date 08/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 08/01/2025.